Event description:
The insulin pump was return for scrap. No complaint was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Unable to complete full functional testing due to the prime anomaly.